Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower doors had been clicking and failing. A field service engineer (fse) replaced tower latches with new style latches. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower doors were clicking and failed immediately after recovery attempts, indicated a hardware issue. The tower doors likely required repair. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.